Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer observed that the jaws of the pk dissecting forceps instrument were misaligned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection of the grips found no offset or misalignment vertically or side to side. No functional test could be performed on the in-house system due to the additional damage found during investigation. However, manual articulation of the inputs found the grips could open and close properly. The instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No pieces were missing. The instrument was found to have a broken bipolar yaw pulley. A broken piece approximately 0.061 x 0.197 was missing as a result of the breakage. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.